Manufacturer narrative:
Evaluation summary: the reported failure code 500.320.654.0000 was confirmed in event history. Inspection of the pump revealed failure 500.320.654.000 was due to a stuck pump head module (phm) keypad key. An event history check showed a stop key was pressed which would be the key responsible for the failures manifestation. The phm keypad was replaced in the pump to correct this failure.

Event description:
The customer reported a pump with failure code 500:320-654:0000. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.